Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had mixed up saved patient data. There was no patient injury or death reported.